Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (july 12th - 14th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8186940. Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8185517, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8185526, #8163671 and no problems, defects or qn related to the reported issue were found. Bd has been provided with a picture and the affected sample. After the evaluation of the returned sample, bd confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside the syringe. No serious injury or medical intervention was reported.